Event description:
It was reported that the 9800 system had a regulator and high ma error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board needs to be replaced. The customer canceled the service call.